Event description:
The facility's materials management reported an infusion pump with an 812:02 failure code that was found during biomed testing. The materials management stated that there have been reports of any patient incident involving this pump since the last baxter service event.